Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of the event. Other relevant device(s) are: product ID: 9680152, lot /serial #: unknown. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the health care professional stated that randomly they were having ¿issues¿ when trying to transfer the exams from the imaging system to the "igs". Troubleshooting included finding that the ethernet cable was completely damaged and the igs connector too. No patient was present at the time of the event.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system the reported issue was confirmed and the communication cable and the ethernet connector of the navigation system were not in good condition. They needed to be replaced. The ethernet cable was changed. The ethernet connector was replaced as the ethernet cable was left directly connected to the navigation system's central processing unit (cpu) in the previous visit. If information is provided in the future, a supplemental report will be issued.